Event description:
It was reported that the device exhibited a cassette not attached error which was found during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence to review in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the inoperable dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.